Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges the device gave them "severe migraine that started 2 years ago" and now has "been getting that severe migraine constantly." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleges the device gave them "severe migraine that started 2 years ago" and now has "been getting that severe migraine constantly." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the pil. Evidence of sound abatement foam degradation/breakdown was observed in this device. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. Pil used a known good pil supplied heated tube to verify heated tube operation with customers base unit and humidifier. Heated tube did function. Pil observed the following sound abatement degraded foam indications: · black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. · tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Pil was able to confirm the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. Secondary findings: · 15 errors were logged. · dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. · brown dust-like contamination at the air inlet and the inside bottom of the blower box. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings.